Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 13-feb-2026: reporter stated that the instrument had an engagement issue that happened on 27-oct-2025, when the surgeon used it for the last time. There was no issue of broken cable. Isi did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed, and the findings did not replicate or confirm the customer reported event of engagement issue. Manual articulation was performed with no issue detected. Failure analysis could not verify the customer reported event. Additional unrelated observation(s) : the instrument was found to have two severely bent grips, causing misalignment of the grips-tips. There was a 0.58 mm offset at the tips. The clip could not be applied to the in-house test tube due to the misalignment caused by the severely bent grips-tips. The grips were not found to have cracking damage. Correction(s): based on additional information, it has been determined that the instrument involved with this complaint does not meet the criteria for field action# isifa2024-09-c, as previously listed in section h9. Annex a - device prob desc 1 was updated to a0907 - no device output.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that there was a broken cable with a da vinci product, and the hem-o-lok clip did not close. The customer reported event has no report of patient injury.